Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance attempted to contact the nurse on (B)(4) 2011. Product surveillance was transferred to the nurse's voicemail and notified the nurse of the event found during evaluation and the user error. No patient injury or medical intervention has been reported. No further information is available. Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) event during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however ,the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred during drain cycle 15. The patient's ultrafiltration reading was 1841ml, indicating the home patient (hp) drained 1841ml more than their programmed fill volume of 1500ml. This information meets iipv criteria. No patient injury or medical intervention was reported. No further information is available.